Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite bronchofibervideoscop displayed scope communication error (b30) message. The reported issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was also observed that there was an additional scope communication error (e216) which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer as well as the reportable malfunction found during the evaluation.

Manufacturer narrative:
Section b5 correction: this event statement should have only included the event that the customer reported which was scope communication error (b30) and should have not included error (e216), given this additional malfunction was found during the device evaluation. Section e2 and e3 correction: these sections should have listed the initial reporter as a health care professional, given the event was reported directly from the hospital to the olympus representative. This fields have been updated. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a scope communication error (b30) and noise on the image due to a deformed plug unit as well as damage to the charge-coupled device unit. Additionally, scope communication error (e216) was observed. Upon further inspection, it was observed that the bending angle in the up direction did not meet specifications due to wear of the angle wire. It was also observed that the scope was not waterproof due to scratches on the scope connector cover unit. Lastly, it was observed that the universal cord had a wound. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the scope communication errors could not be determined. Consideration: to handle to device in accordance with the instructions for use (IFU) - turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. - during inspection: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
Correction: the field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite bronchofibervideoscop displayed scope communication error (b30) message. The reported issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm associated with this event.